Event description:
To whom it may concern. My name is (B)(6). I had a total hip replacement on my right hip on (B)(6) 2001. I have been incarcerated since (B)(6) 2006, my earliest release is (B)(6) 2015. I have a depuy hip replacement and fell on it on (B)(6) 2010. My right hip has gotten increasingly worse as time passes. I am stuck at (B)(6). It's supposed to be a medical unit, although the only medical I've seen is, they have stopped giving me pain medication and told me I'm not in pain. I've been reduced from walking with a cane to a wheelchair. So any assistance you can give me would be greatly appreciated. Thank you. (B)(6).